Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h13i06037 and h13i23057. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 for this event. It was reported that a patient experienced peritonitis manifested as abdominal pain and cloudy fluid coincident with peritoneal dialysis (pd) therapy. The cause of the event is unknown. The patient was treated with unknown antibiotics for peritonitis. Dianeal and extraneal therapies were discontinued and the patient was placed on hemodialysis. At the time of this report, the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14b23036 and h14b09035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.